Manufacturer narrative:
Under (B)(6) law, patient information is considered confidential and will not be released by the hospital. This issue affects the parameter alarm priority for heart rate, pulse oximetry, and invasive blood pressure. Recurrence of this issue could result in delayed caregiver response to a hr, sp02, or ibp alarm. The alarm still occurs, but may alarm at low priority. Low priority alarms have a single brief audio tone and a persistent visual alert.

Event description:
It was reported that the carescape b850 heart rate alarm priority, may inadvertently change from escalating priority to low priority, when the user changes the heart rate limit at the icentral. There was no death, serious injury, or delay in patient treatment associated with this event. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.